Event description:
A surgeon reported that she implanted an intraocular lens (iol) upside down. Additional information was received from the surgeon who reported she was not sure if the lens is upside down, partially in the sulcus or partially in the bag. She has not been able to conduct a postoperative exam as the patient is diabetic and has had a vitreous hemorrhage. The patient is currently seeing a retina specialist and has not been able to return for follow up. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).